Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber went "on hold" (reverted to standby mode) several times. The procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 80 g, time expended: 23 minutes, joules used: 121, 093.

Manufacturer narrative:
(B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.